Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis identified a high current drain which resulted in loss of output. Despite extensive testing of the hybrid the root cause could not be determined.

Event description:
It was reported that pulse generator exhibited backup operation. The device was explanted and replaced.